Event description:
It was reported that the customer had been receiving a no delivery alarm since yesterday night. Customer took out the reservoir and re-primed the pump. Customer changed out the whole set the first time. Customer received another no delivery alarm today. Customer's blood glucose level was 287 mg/dl. Customer treated with the pump after changing out the site. Customer's blood glucose level went down to 144 mg/dl. Customer received another no delivery alarm at night and she did not change out the set that night. Customer has a back-up plan and stated that she has treated and will contact her health care professional. Troubleshooting was performed. Customer was advised that the pump was working as designed. It was explained that the alarm was caused by a set/reservoir occlusion. Customer attempted to deliver a bolus while on the phone and confirmed that it did deliver. Infusion sets/reservoirs will be replaced. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.